Event description:
On (B)(6) 2026, dr. (B)(6) reported that a 65-year-old female patient presented to his (B)(6) dentistry office with concerns related to a previously placed dental implant. The initial implant placement was performed on (B)(6) 2024 at tooth location #08 using hahn implant. It was reported that the abutment/fixtures attached to the implant are screw retained, and the crown/prosthesis was a zirconia crown. The patient presented with the issue on (B)(6) 2025, after final prosthesis delivery. During the examination, the doctor determined that the implant had lost osseointegration and lost primary stability. As a result, the implant was removed completely on the same day as the patient's visit using a torque driver. It was reported that the issue occurred intraorally, and the implant/prosthesis was not already out when the patient presented to the clinic. The patient was noted to have d3 bone quality. The opposing arch consisted of natural teeth. The patient experienced pain on biting, which resolved following implant removal. The patient did not sustain any permanent injury, and no additional medical or surgical procedures were required. No abnormalities were noted with the implant or its packaging.

Manufacturer narrative:
The reported device has been returned but not yet investigated. An investigation will be carried out and a supplemental report will be submitted upon completion of the investigation. Manufacturer internal reference number: (B)(4).